Manufacturer narrative:
The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.

Event description:
The customer called reporting the precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer using precision link software, that the results were trended incorrectly. There was no report of death, serious injury or mistreatment associated with this event.